Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (4 mg every three hours; concentration unknown) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported that at the pump refill in june the doctor had to flip the pump four times and now when she leaned over it was flipping. Sometimes she had to push it 3-4 times, sometimes just once. A couple of weeks ago, it began being tender to the touch around the outside of the pump and it had gotten sore. The patient thought it might be from trying to flip the pump. Per the patient, the pump had not stopped flipping. No further complications have been reported as a result of this event.